Manufacturer narrative:
Unique identifier is unknown. No information has been provided to date. This MDR was generated under protocol b10009704, as a result of warning letter cms# 617147. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The tamper seals were removed/broken. The top case was chipped and cracked and the bottom case was cracked in the battery bay. There was a syringe empty alarm in the event history log. The technician performed flow test and the reported issue was duplicated. The root cause of the reported issue was found to be that the carriage and tab on the position pot were broken. The technician replaced carriage and position pot.

Event description:
It was reported that the pump stated syringe empty; however, it's not empty. No patient injury was reported.